Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported tissue injury was due to procedural conditions as a leaflet tear was noted. The reported recurrent mitral regurgitation (mr) was a result of the reported slda. The reported patient effects of tissue damage and mr as listed in the instructions for use (IFU) are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2020, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were deployed on the mitral valve, reducing mr to a grade of 1-2. On (B)(6) 2020, the patient returned to the hospital for a follow up transthoracic echocardiogram (tte). It was observed the second clip had potentially detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 3-4. It was also observed that a leaflet tear had occurred. No additional information was provided.